Manufacturer narrative:
The cause for the false negative total hcg results is unk. A siemens representative examined the total hcg qc and calibrations. No issues were found. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A false negative advia centaur xp total hcg pt result was obtained for a pt sample. The result did not match the urine test and was questioned. The customer performed testing the next day and the total hcg result was a weak positive on the advia centaur xp. The urine test result was positive. Testing on another pt sample about a week later yielded a positive result with the advia centaur xp. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false negative total hcg result.